Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The proximal shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The investigation determined the reported proximal shaft separation appears to be related to user error; however, the failure to advance of the bdc appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The 3.0 x 20mm nc trek referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal right coronary artery. During advancement of a 2.75 x 12mm and a 3.0 x 20mm nc trek balloon dilatation catheters, resistance was felt and both balloons got stuck on a stent strut of an implanted stent. Additional force was applied which caused the proximal shafts of both devices to break outside of the anatomy. The separated segments were simply withdrawn. A smaller size nc trek was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.